Event description:
A button/power issue was reported with the abbott diabetes care (adc) device. Customer reported the reader responded slowly when the touch screen was pressed. As a result, customer experienced a loss of consciousness, "nausea", and was unable to self-treat, requiring contact with emergency services (es). Upon arrival, an es healthcare professional provided third-party treatment of "sweet drink" orally prior to transporting customer to the emergency room (ER). At the ER, a hcp provided third-party treatment of "intravenous glucose" (dose unspecified). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history review (dhrs) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no issue was observed. Minor usb port damage was observed but the port was functioning as intended. The reader turns on when the start button is pressed. The switch was observed to be sticky. The reader was further investigated and de-cased. Visual inspection of the pcba (printed circuit board assembly) was performed and debris were observed around the button. This issue is not confirmed to use due to debris in button. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A button/power issue was reported with the abbott diabetes care (adc) device. Customer reported the reader responded slowly when the touch screen was pressed. As a result, customer experienced a loss of consciousness, "nausea", and was unable to self-treat, requiring contact with emergency services (es). Upon arrival, an es healthcare professional provided third-party treatment of "sweet drink" orally prior to transporting customer to the emergency room (ER). At the ER, a hcp provided third-party treatment of "intravenous glucose" (dose unspecified). There was no report of death or permanent injury associated with this event.